Event description:
Account alleged that the ppm (patient positioning monitor) sets off the local alarm but does not place a nurse call at the nurse station. No injury reported. Resistance checks between pins on the utv board were confirmed and correct. Several attempts were made to contact the customer following the initial complaint, however, the customer did not respond.